Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving floxuridine via an implantable pump for cancer chemotherapy. It was reported that the patient had a refill today and upon interrogation they noticed a motor stall. The patient  had an MRI 2 days ago and did not have the pump status checked post MRI. The healthcare provider rechecked the pump status with logs and shows a motor stall recovery at the same time she interrogated the pump the first time. Per the healthcare provider there was no active audible alarm.